Manufacturer narrative:
Eval: DHR review performed. Results: no failure could be detected during the investigation. The instrument does hold the clip. A review of the affected lot # showed no issues. Conclusions: since no failure could be detected and the complaint could not be confirmed, no corrective or preventative action will be taken.

Event description:
The event is reported as: the applier does not hold clip. No pt injury reported. This device was sent directly to MFR first.